Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the physician noticed an episode of post-paced t-wave oversensing. The patient was readmitted to the hospital to perform the reprogramming and is in a stable condition.